Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient was experiencing dura leak following a lead revision procedure. Symptom of headache was noted. The patient had a blood patch and the physician moved paddles to find the leak and then replaced the paddles to desired location. The dura leak was not device related. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing dura leak following a lead revision procedure. Symptom of headache was noted. The patient had a blood patch and the physician moved paddles to find the leak and then replaced the paddles to desired location. The dura leak was not device related. No device malfunction was suspected.